Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no reported patient involvement. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additional findings not related to the malfunction/issue was a check circuit error code was found in the device's error log. The third-party service technician found missing rubber feet, damage to the handle, and dust found on the blower box. The third-party service technician replaced the rubber feet, handle, 43-micron filter. After replacing the parts on the device, the third-party service technician performed the functional test on the device. The o2 low flow test step had failed on the device. The third-party service technician evaluated and determined the active exhalation control module had caused the test step to fail on the device. The third-party service technician replaced the device's active exhalation control module to resolve this issue. The third-party service technician re-performed the functional test, and the device passed.